Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with vancocin (0.5g, two times a day, intraperitoneal, discontinued) for peritonitis. On an unreported date, the patient recovered from the peritonitis. Action with pd therapy was unknown. No additional information is available.